Manufacturer narrative:
Date of nonunion is unknown. This report is for an unknown trauma screw. Part and lot numbers are unknown; UDI number is unknown. Date of implantation is an unknown date in (B)(6) 2018. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review has been requested. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent removal of a titanium cannulated retro/antegrade femoral nail and (3) unknown screws due to non-union. The hardware was originally implanted on an unknown date in (B)(6) 2018 as a second surgery. No details on the first surgery have been provided. During the procedure, the extractor did not work, and another set was opened to complete the procedure. The removal was successfully completed. It is unknown if there was any surgical delay. Patient outcome is unknown. This report addresses the post-operative event of hardware removal due to non-union. The intra-operative event has been reported under linked complaint (B)(4). This report is for an unknown trauma screw. This is report 2 of 2 for (B)(4).